Event description:
It was reported that drapes were popping off more, the gears over the last 3 - 4 were sticking to tissue. There was no report of patient involvement. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with multiple procedures, notably during inguinal hernias, and colons. Customer reported the issue that occurred on multiple procedures was brought to isi clinical sales rep¿s attention on 11/30 after being noticed during a bilateral inguinal and a right hemicolectomy. Tissue was adhered to the instrument where the wire pulley system within the instruments catches fine tissue, such as peritoneum. The surgical task that was being performed with the instrument at the time of event was dissection of peritoneum from anterior abdominal wall during tapp inguinal medial to lateral dissection of ascending colon. Customer was not able to state how long was the instrument in use prior to the reported event because issue had happened with multiple instruments. Customer reported prograsp wouldn't close during right hemicolectomy. Customer noted it was not an issue regarding the tissue was sticking to an electrode. Tissue was getting caught in instrument, at the pulley. The tissue was released by careful manipulation of the instrument. Customer noted tissue excised due to this event was not due to the sticking. Customer stated bigger concern for possible tearing of the peritoneum or serosa. Customer noted there was no bleeding due to this event. According to the surgeon stated this event impacted the procedure as a whole due to tissue sticking - no immediate impact because surgeon noticed the issue before anything was torn. Customer also reported issues with drapes - they have popped off releasing instruments. This event had no effect on the patient¿s health at the time. The patient did not experience any post-operative complications. The surgeon expressed concerns with the instrument's pulley and quality of the drape.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the customer reported that the issue was a general complaint. This complaint could not be confirmed based on the initial allegation. Video of prograsp forceps has been reviewed and there appears to be a bit of tissue in the grips, but the allegation of ¿sticking to tissue¿ cannot be confirmed as the video does not show the instrument attempting to grasp/manipulate tissue.